Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the intensive care unit for diabetes ketoacidosis three weeks ago. The customer stated that he was released the next day. The customer stated that the cannula was bent and he was not receiving insulin. The customer stated that the insulin pump did not alarm no delivery. No further info was provided.